Event description:
A talent stent graft system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessels were tortuous and moderately calcified. The talent device was attempted to be inserted into the pt, but would not advance due to the vessel morphology. The vessel was dilated with an angioplasty balloon, and insertion was tried again; however, the device ended up kinking. The device was removed, and then a shorter talent device was delivered and deployed without issues. The device was discarded by the user facility. The pt is fine.

Manufacturer narrative:
(B)(4). Evaluation, results, conclusion: vessels were tortuous and moderately calcified.